Event description:
It was reported that the patient was implanted on (B) (6) 2010 and subsequently had an infection, and had to have device removed. Patient will be reimplanted after infection has cleared. Review of manufacturing records confirmed sterilization for both the lead and the generator prior to distribution. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and the generator prior to distribution.